Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that physician trained in the use of the starclose device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after clip deployment the device could not be removed from the artery. The device was disassembled and removed from the patient anatomy. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.